Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Un-reporting, healthcare professional later reported the collateral side was ruptured, no complaint against the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported rupture tracking. This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported rupture tracking. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.